Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to (B)(6) 2017 that a customer had an issue with an enteral feeding pump. The customer reports the unit is out of calibration and is delivering over 10% volume

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit is out of calibration and is delivering over 10% volume.¿ the unit was triaged and the reported issue could not be confirmed at this time; unit was set to a feed rate of 60 ml/h. A feed/flush set was connected and unit was started feeding. Accuracy test was performed and unit fed approximately 36 ml in 30 minutes. Accuracy testing was then performed at 75 ml/h, 150 ml/h and then again at 60 ml/h. Further accuracy testing was always found to be within specification.. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.